Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, there was a problem with the haptic of the implanted iol. A secondary procedure will be necessary. Additional information provided that during the iol introduction, the haptic left the cartridge without touching it or pressing it. The haptic left the cartridge without damage. Upon implant the haptic appears to be "loose". The procedure was completed at the same day. The iol was not centralized and presented an astigmatism of -2,5. Additional information and clarification was requested.